Event description:
The home pt (hp) reported that they were overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported that they have a fast fill volume of 2300mls, which remains in their peritoneum until approx 4 hours post apd therapy. The hp performs a manual midday drain using capd supplies, draining out the last fill volume amount plus their own ultrafiltrate. The hp reported they performed their manual drain while at the dialysis clinic during a routine visit and the helathcare professional (hcp) noted that the volume of fluid drained was approx 3500mls of fluid, which is 1200mls greater than the programmed last fill volume. The hcp subsequently requested a replacement homechoice device. There was no pt injury or medical intervention as a result of this incident. The hp relates that they do not feel that any device failure or malfunction had occurred and does not attribute incident to the device. According to the hp, they suspect that they are not fully draining when laying down during apd therapy due to an internal shift in their catheter positioning.